Event description:
In 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was intermittently giving the error 2 message. The medical affairs specialist (mas) spoke with the patient the next day to obtain and verify information. Five days earlier the patient obtained multiple error 2 messages on the reported meter; she was unable to obtain a blood glucose result. In the afternoon, the patient experienced the symptoms of weakness and feeling faint. The patient attempted to test her blood glucose level but obtained level but obtained the error message. Following the use of the meter, the patient took a glucose supplement. She arranged a visit to her physician that afternoon, where her blood glucose level was tested to be 70 mg/dl. The patient was treated in the physician's office with glucose supplement, and she was advised to eat a meal. On the day of the event, the patient had eaten her normal breakfast, but had not yet had any lunchtime meal when she began to experience hypoglycemic symptoms. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct and the test strips were within expiration dating and in good condition. The error 2 issue was resolved with troubleshooting. The meter, test strips and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.